Event description:
Ous MDR. Boston scientific crm received info that one day post implant, this lead revealed diaphragmatic stimulation at any voltage. Normal lead measurements were obtained. A chest x-ray revealed the lead was dislodged and will be revised. There were no adverse pt effects reported.

Manufacturer narrative:
Ous MDR. The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed no deviations in the device manufacturing.